Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was noted the blood pressure was stable and no perforation was observed. After recovering from general anesthesia, the patient was able to communicate with the physician and the patient¿s progress was considered favorable. Five hours post-implant, cardiac tamponade was noted. A pericardial puncture and percutaneous cardiopulmonary support were initiated. An emergency surgery was performed. Subsequently, hemorrhage was observed in the posterior wall of the left ventricle and hemostasis was performed. Hemodynamic instability was noted. It was reported the onset of the left ventricle perforation was unknown; however, the left ventricle posterior wall perforation was attributed to straight wire or guidewire. The patient¿s hemodynamics did not stabilize. Two days following the valve implant, the patient died. The cause of death was cardiac related.

Manufacturer narrative:
Suspect medical device was not reported. Conservatively reporting this adverse event against a medtronic guidewire lot number unknown. If additional information received a supplemental medwatch will be submitted. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the cause of death was a result of the left ventricle perforation. It is not known whether a medtronic or non-medtronic wire cause the perforation. At which point the left ventricle perforation occurred was also not known. No further information was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of this guidewire or additional information such as an angiogram for review, we are unable to conclusively determine the exact cause for this report. Per the warnings in the confide guidewire instructions for use (IFU), the guidewire should not be pushed, pulled or rotated against resistance. If resistance is met, the IFU instructs to discontinue movement of the wire and determine the reason for resistance and take appropriate actions. In addition, the IFU cautions that the guidewire position should be monitored for proper placement of the curve and distal tip, and when crossing the aortic arch, the medtronic evolut valve IFU instructs that it is critical that the guidewire is controlled to prevent it from moving forward, so that the distal tip of the guidewire doesn't move forward and cause trauma to the left ventricle. The event description does not indicate a potential manufacturing issue with the confida guidewire. In this event, it was stated that it is unknown if the confide guidewire or the straight wire used on the procedure actually caused the perforation, and it is unknown at which point in the procedure the perforation occurred. Unfortunately, the lot number for the confide guidewire was not made available, so a lot history review was unable to be performed. In this event, the report of cardiac tamponade, bleeding, hemodynamic instability and patient death are secondary harms to the reported perforation. The confide IFU cautions the user to not manipulate the device without fluoroscopic visualization. In addition, perforation, tamponade and bleeding / hemorrhage are known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The confide guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle and mitigate the variability associated with the distal tip of regular guidewires. It also eliminates the need for physicians to manually bend the guidewire during the transcatheter aortic valve replacement (tavr) procedure, or other diagnostic and interventional catheterization procedures. In terms of tavr procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a tavr delivery system tracked over the guidewire and to mitigate the risk of left ventricle perforation. Without angiographic images, we are unable to view the procedure, specific to the location and handling of the guidewire to determine how the guidewire resulted in a perforation that led to tamponade and bleeding, hemodynamic instability and patient death. Medical safety assessment confirmed the relationship of the device to the adverse event. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.